Event description:
It was reported the patient had a urinary tract infection. It was noted the patient also experienced pain and burning with urination, increased frequency, increased urgency, and increased incontinence. It was reported the patient was prescribed cipro for seven days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v466243, implanted: (B)(6) 2010, product type: lead. (B)(4).